Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (broken dc converter) has been confirmed. Upon eval, the power brick connector would not stay connected to the charger. The cause for the damaged connector cannot be positively determined. No adverse event resulted from the defective power brick connector. The pt rec'd a replacement battery charger. Device eval of battery charger sn (B)(4) has been completed. The reported problem (broken dc converter) has been confirmed. Upon eval, the power brick connector would not stay connected to the charger, and intermittently powered up the charger. The cause for the damaged connector cannot be positively determined. No adverse event resulted from the defective power brick connector. The pt rec'd a replacement battery charger. Device manufacture date: battery charger sn (B)(4): 08/2002. Battery charger sn (B)(4): 01/2008.

Event description:
A (B)(6) distributor shipped back two battery chargers to zoll customer support reporting that the dc converter was broken.